Event description:
The patient¿s dose was gradually titrated up from 24 to a dose of 180 since (B)(6) 2011. During the titrating process, it was noted that the patient still had some tone and wasn¿t ¿sloppy.¿ in (B)(6), the patient got hypotensive and they took him to the emergency room. The diagnosis at that time was possible aspiration pneumonia. They treated him with antibiotics and related him back to therapy; the patient got out of the hospital and returned to outpatient therapy. The aspiration was not really bad, but they treated him anyway. The patient went for inpatient rehab therapy for two weeks. During that admission, the patient¿s heart rate and blood pressure dropped. The patient started having seizures and was given ativan and valium. Cultures were taken, but nothing panned out so the patient was sent to the hospital. This was when the patient was diagnosed with toxic encephalopathy. It was noted that the patient¿s shunt may have influenced the therapy. The patient was put in the intensive care unit and was unresponsive.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # n285389013 implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).

Event description:
The patient experienced decreased arousal, and episodes of status epilepticus of which was deemed to be secondary to toxic encephalopathy; intrathecal baclofen overdose. It was noted there was no clear documentation regarding toxic encephalopathy. The patient required hospitalization for "ip rehab" at the time of the event and was subsequently transferred to an acute care facility. The patient's intrathecal dose was decreased to 30 mcg/day on (B)(6) 2012, and again decreased to 24 mcg/day on (B)(6) 2012. The baclofen was later removed from the pump's reservoir and replaced with normal saline. The patient recovered without sequelae; and he had "returned to his baseline". The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been diagnosed with toxic encephalopathy due to the "itb dose being too high-180mcg/day." It was also indicated that the patient had a vp shunt. The health care provider reported that while in and out of rehabilitation treatments and hospitalizations the patient experienced seizures, hypotension and bradycardia. The baclofen dose had been decreased to 30mcg/day and then the hcp programmed the pump to saline 1ml/ml at 0.048ml/day or 24cmg. Additional information has been requested; a follow-up report will be sent if information becomes available.